Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Prior to the event, the customer had issues with three infusion sets not inserting fully into the skin, causing the cannula to lay flat against the skin. The customer felt that the spring on the insertion device may have lost its tension. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.